Event description:
It was reported that a dissection occurred, requiring additional intervention. No patient complications were reported. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. The treated lesion was located in the right distal common carotid artery (cca) and internal carotid artery (ica). An enroute transcarotid neuroprotection system (nps) was selected for use. During tunneling, sheath access was lost, and the physician believed a non-flow-limiting dissection occurred in the proximal cca upon re-insertion of the arterial sheath over a .035" wire. The dissection was covered with an unplanned additional stent. Post-procedure, the patient was alert, and no patient symptoms related to the dissection were reported.